Manufacturer narrative:
Details of complaint: the customer reported that one of the screens on the central nurse's station (cns) went black. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the kvm issue reported by the customer could not be confirmed nor duplicated. As such, a root cause for the kvm issue could not be determined. Kvms are peripheral devices responsible for connecting displays, keyboards, and mice to the cns. Problems or issues with peripheral devices may occur due to corruption of the peripheral's driver, incorrect installation, incorrect connection, normal wear and tear, or the peripheral device may be incompatible with the system. Corrupted drivers often occur due to improper shutdown or disconnect of the peripheral device. Incompatible devices connected to the system may sometimes lead to bootup/startup issues or boot loops. Issues may be experienced if the cables of the device are loose, damaged, or if the connecting kvm is faulty. Peripheral device failure may also occur due to software version incompatibility between the peripheral device (e.g., barcode scanner) and the connected cns or installation errors, which may require software updates, user education, or rebooting. The causes of hardware failure for nihon kohden and third-party products are likely related to hardware defects, firmware deficiencies, configuration, or improper set up by the installer. Hardware defects can occur due to physical damage to the device or manufacturing defects. Forceful impacts or stress on a device can cause damage to the internal components of the device. Physical damage could occur during shipping and handling or installation of the device. Manufacturing defects are less likely to occur due to the nihon kohden devices going through quality inspections before shipment of the device to the customer. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal complaint reporting of similar events. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that one of the screens on the central nurse's station (cns) went black. No harm or injury was reported.

Manufacturer narrative:
The customer reported that one of their central nurse's station (cns) screens went black. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that one of their central nurse's station (cns) screens went black. No harm or injury was reported.